Event description:
It was reported that a patient presented for a routine generator change out procedure. During the procedure, the right ventricular lead was found to have an outer insulation breach. There were no electrical anomalies. The lead was repaired using medical adhesive to resolve the issue. No patient symptoms were reported and the patient was fine post procedure.